Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it was no longer working. The device was originally implanted in 2011. A new 18cm x 12mm ipp device with 100ml reservoir was implanted.